Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The biomedical and risk manager at the clinic reported the following event : "fracture, without any particular effort, of the total hip prosthesis which was implanted in (B)(6) 2004. Functional disability requiring a change of the prosthesis, which was performed on (B)(6) 2016."

Manufacturer narrative:
An event regarding a crack/fracture of a kerboull stem was reported. The event was confirmed following visual inspection. Method & results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Damage on the hip stem is consistent with explantation and cement mantel breakdown. The distal side has been obscured by post fracture abrasion. The crack originated at the prehension hole and propagated from the superior side of the stem to the inferior. The fracture occurred through fatigue. Material analysis the report concluded: the hip stem fracture propagated in fatigue. Nothing could be learned of the fracture origin due to post fracture abrasion. Eds showed the device is consistent with an astm f1586/iso 5832-1 type alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review by a clinical consultant concluded: on the post event x-ray no signs of bony impingement are evident (these are rarely visible) while proof for this failure scenario would require pre implantation x-rays as well as lateral x-rays either post primary or post event. Both are not available and as such there is little to add to the current conclusions of the mar and would leave the cause of failure remain obscure due to lack of adequate information. Patient weight was normal, so no obvious patient-related matters as well. This case needs more radiological information to solve. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the material analysis report concluded: the hip stem fracture propagated in fatigue. Nothing could be learned of the fracture origin due to post fracture abrasion. Eds showed the device is consistent with an astm f1586/iso 5832-1 type alloy. No material or manufacturing defects were observed on the surfaces examined. A review of the provided x-rays by a clinical consultant was unable to determine the root cause of the failure. Further information such as lateral x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available this investigation will be reopened.

Event description:
The biomedical and risk manager at the clinic reported the following event : "fracture, without any particular effort, of the total hip prosthesis which was implanted in (B)(6) 2004. Functional disability requiring a change of the prosthesis, which was performed on (B)(6) 2016."